Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 8. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and eight infusion sets bent cannula events on (B)(6) 2025. Patient was then admitted to intensive care unit (ICU). Blood glucose level was 500 mg/dl at the time of the event. Patient got treated with insulin fluid and magnesium intravenous (IV). The duration of emergency room was for three days. The insertion site was the abdomen. Patient was released from the hospital on (B)(6) 2025. No further information available.